Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the gas connection came loose. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found that the manometer luer connector was sticking out of the case. The customer reported issue was able to be confirmed. The cause of the issue was found to be that adhesive layers had fallen off of the manometer luer. The manometer luer was serial number.